Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a power error and the display was blank. Blood glucose level at the time of the incident was 168 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised to let the device rest for two hours and call back if the issue persisted. The insulin pump was not replaced or returned for analysis.